Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported bvvi reset mode was confirmed in the laboratory. Analysis identified that it was due to a power on reset (por).the por was a result of damaged transistors q2 and q24 which were caused by the high voltage shock. (B)(4).

Event description:
It was reported that during implant, the device had gone into backup operation after dft testing. The patient had unacceptable dft. After an external shock was delivered, the device went into a backup state with no defib therapies available. The device was not implanted.